Event description:
It was reported the programmer screen is not working; it will not calibrate. Troubleshooting with technical services determined the touch pen is fine. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the overlay was replaced and calibrated. It was also noted that the speaker cable was damaged. (B)(4).